Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gauge board was replaced to resolve the reported issue. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the unit needs service. There was no report of patient involvement.